Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: -the otv error e117 occurred due to failure of solid state drive, v board, motherboard, central processing unit, graphics processing unit. -the letters on the rear panel disappeared, and the letters on the front panel were faint. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. Based on the above information, since more than 5 years have passed since the device was delivered, the board may have deteriorated due to long-term use, or the solid state drive may have accidentally failed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, an otv error e117 occurred. Error code e117 means a malfunction of the camera control unit. This device is an olympus asset and there was no report of patient injury associated with the event.